Manufacturer narrative:
The reported event of high pacing threshold was not confirmed. A partial lead was returned for analysis. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the operating room for laser lead extraction of the atrial lead due to high capture thresholds. The atrial lead was extracted and a new lead was implanted. The patient's condition was noted to be stable throughout the procedure.